Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing nine lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the tip-up fenestrated grasper instrument was catching the tissue where the tip and shaft meet. The procedure was completed with no reported injury.